Event description:
Hospital has experienced deep vein thrombosis in pts in the last 2 weeks.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) of rewd0876 showed no other similar product complaint(s) from this lot number.